Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas alleging that the patient experienced a blood glucose of 303 mg/dl with polyuria associated with an alleged power issue. Reportedly, the patient remained on the pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, the reporter stated that the patient noted the pump was rebooting and that there was a crack in the battery compartment. The patient allegedly experienced mild hyperglycemia with only one symptom. This incident does not meet animas' definition of an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 29-mar-2018 - device evaluation: the device has been returned and evaluated by product analysis on 15-mar-2018 with the following findings: during the investigation, no moisture or corrosion was observed in the battery compartment. A review of the black box showed multiple power reset events. The battery compartment was found to be cracked above and below the bumper pad. The returned battery cap had stripped threads, and was unable to maintain electrical connection. The reported ¿power¿ complaint was duplicated. A test battery cap was able to fit to maintain electrical connection. The test battery cap was used to complete a 24-hour duration test, with no power resets duplicated during that time. The pump¿s cover was removed, and no evidence of internal moisture or damage to the power circuit was found.